Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2019-02377. It was reported that a patient underwent an attempted implant procedure on (B)(6) 2019. The surgeon could not access the patient's epidural space. In turn, the procedure was abandoned.